Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak glucose of 263 mg/dl and more than 90 minutes out of range, after which a complete supply change of the contact/detach 23"-6 mm infusion set was performed and the ilet continued delivering insulin with dexcom g7 integration; glucose subsequently trended down from 197 mg/dl to 188 mg/dl with downward arrows. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with confirmation that the ilet alerted for high glucose and that glucose levels began to stabilize after the supply change. Investigation of this case revealed no device or component malfunction reported and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.